Manufacturer narrative:
It was noted during failure analysis that the failure was determined to be due to a loose indexing button.

Event description:
The system 6 sagittal saw was sent for svc and during failure analysis it was noted that the blade popped out of the incision while performing cut test. There was no pt involvement, and no adverse consequences associated with the device.